Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aorta was 30 mm in diameter and 15 mm in length. The infra-renal neck was angled 45 degrees. It was reported that a CT revealed a proximal type 1a endoleak. The cause of the endoleak was disease progression. The physician placed an endurant cuff 36x49; however, a very slight leak remained. The physician decided to extend proximally with an additional cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).